Event description:
It was reported that this patient had received multiple untreated and treated episodes due oversensing signal amplitudes due to a possible loose set screw. The system was reprogrammed. This is considered a device malfunction. No adverse events. Additional information was received indicating the previous inappropriate shocks were suspected to be due to air in the device header. Defibrillation threshold (dft) testing was electively not performed at implant due to patient medication. The patient was recently seen in clinic to complete dfts. At the time of the dfts it was found the patient had received additional inappropriate shocks after the device had been reprogrammed following the inital inappropriate shocks. Review device information found that after the device had been reprogrammed, sensing was not optimized. The first episode had two shocks, the first shock was inappropriate due to low r-wave amplitudes and t-wave oversensing. This shock accelerated the rhythm to ventricular fibrillation (vf). Undersensing was observed and the device delivered the shock 86 seconds after the event began. This shock successfully converted the rhythm. The second episode also showed low r-wave amplitudes that were undersensed and resulted in t-wave oversensing. Sensing was optimized and the vector was reprogrammed to secondary. Dfts were successfully completed with acceptable shock impedance measurements and no further evidence of undersensing. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had received multiple untreated and treated episodes due oversensing signal amplitudes due to a possible loose set screw. The system was reprogrammed. This is considered a device malfunction. No adverse events.